Manufacturer narrative:
Batch review performed on (B)(6) 2022 lot 2113305: 54 items manufactured and released on (B)(6) 2021. Expiration date: 2026-12-08. No anomalies found related to the problem. To date, 48 items of the same lot have been sold without any similar reported event during the period of review. Additional implants involved: batch review performed on (B)(6) 2022 on gmk-sphere 02.12.0510fl tibial insert fixed sphere flex size 5/10 mm l (k121416) lot. 2112472 lot 2112472: 125 items manufactured and released on (B)(6) 2021. Expiration date: 2026-10-11. No anomalies found related to the problem. To date, 119 items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on (B)(6) 2022 on gmk-sphere 02.12.0006l femoral component sphere cemented size 6 l (k121416) lot. 2109966 lot 2109966: 20 items manufactured and released on (B)(6) 2021. Expiration date: 2026-11-02. No anomalies found related to the problem. To date, 19 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 6 months after the primary, the patient came in reporting patella pain and instability. The surgeon resurfaced patella and saw that the patient was very unstable in flexion. The surgeon converted the patient to a hinge to stabilize the knee. The surgery was completed successfully.